Manufacturer narrative:
No samples have been returned for investigation. Additional information has been requested. The company service representative has advised that there is always a small amount of light that comes from the illuminator (even when off), and that this is maybe the source of the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no consequence to patient (no known impact or consequence to patient). Product problem(s): screen control did not function (device remains activated). The hospital reports while using a 20g illuminator, they were unable to switch off the illumination using the screen control. Even though the screen showed the light was off, it remained on. The customer did not provide any system messages that may have displayed. The system was rebooted and the illumination controls began to work again. There was no patient injury reported. Additional information has been requested, but no response has been received at this time.